Event description:
Customer reported on (B)(6) 2014 the top were the reservoir goes on the insulin pump was broken. Customer's blood glucose was 320 mg/dl, treated with manual injections. Customer reported the damage to the device was reservoir opening and rubber was coming out. Customer stated the damage occurred during normal use. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with deep cracked on reservoir tube, broken reservoir tube lip, and cracked battery tube threads.